Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(6), serial: (B)(6), batch: 9042812. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the drg system was explanted to address the issue. It is unknown which lead the allegation is against.